Manufacturer narrative:
The investigational analysis completed 10/3/2019. The device was visually inspected and reddish brown material was found in pebax. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. Additionally, scanning electron microscope (sem) testing was performed on the pebax area. The results showed evidence of mechanical damage, stress marks, and a hole on the pebax surface. The object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) observed a hole on the pebax surface. Initially it was reported that half way through the case, when going on ablation, the carto 3 system displayed "high" for the force value. The catheter was re-zeroed, with no resolution. Thereafter, the cable was replaced with no resolution. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed high force issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 8/29/2019, the bwi pal received the device for evaluation. During the initial and secondary visual inspection, reddish brown color was observed underneath the pebax. Further testing was then performed. On 9/27/2019, the bwi pal performed scanning electron microscope testing and found evidence of mechanical damage, stress marks, and a hole on the pebax surface. The observed hole has been assessed as an MDR reportable malfunction. The awareness date has been reset to 9/27/2019.